Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing shocking sensation due to stimulation. It was also reported that the patient was having difficulty charging the ipg. It was noted that the ipg was non functional. The patient underwent an ipg replacement procedure.